Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 2 of 4 involved in this peritonitis event.

Event description:
This is a spontaneous report by a nurse from (B)(4) of peritonitis with (B)(6) in a patient coincident with peritoneal dialysis (pd) therapy. During a call with baxter (B)(4), the patient's nurse reported the following information. On (B)(6) 2010, the patient developed peritonitis. The cause of the peritonitis was unknown. The patient was not hospitalized for the event and it was unreported if treatment was provided. It was unreported if pd therapy was ongoing. At the time of this report, it was unknown if the patient had recovered from the peritonitis.

Manufacturer narrative:
(B)(4). The root cause was undetermined. No product defects were reported as potential causes for the peritonitis and no samples were available for evaluation. A batch review was performed for potentially associated lots (10c02h25 and 10a15h25) with no issues noted during the manufacturing process. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Event description:
Follow-up information was obtained from the nurse on (B)(6) 2010: on (B)(6) 2009, the patient began treatment with nutrineal pd4 unknown bag (dose, frequency, and lot number not reported) ip for continuous ambulatory peritoneal dialysis (capd). On an unreported date, prior to (B)(6) 2010, the patient began a new lot number of nutrineal pd4 unknown bag (once a day, dose and lot number unknown) ip for capd. On an unreported date in (B)(6) 2010, while on holiday, the patient presented to the accident and emergency (a & e) department with a sudden onset of abdominal pain after a dwell with nutrineal. On (B)(6) 2010 to (B)(6) 2010, in the a & e department, the patient received remedial treatment with 2 doses of intravenous (IV) cefuroxime and IV metronidazole. On (B)(6) 2010, the patient was diagnosed with sterile peritonitis. The abdominal pain was considered a sign and symptom of the sterile peritonitis. On (B)(6) 2010, the patient was hospitalized for the sterile peritonitis. On (B)(6) 2010, the patient began remedial treatment with oral flucloxacillin for exit site discharge, and vancomycin (2 g, 3 doses; day 1, 5, and 10, ip) and gentamycin (40 mg, once per day, ip) as per hospital protocol. The onset date of the exit site discharge was not reported. On (B)(6) 2010, remedial treatment with vancomycin, gentamycin, and flucloxacillin was stopped. On an unreported date in (B)(6) 2010, the patient was discharged from the hospital. On (B)(6) 2010, the patient's pd catheter was removed as the sterile peritonitis was unresolving and the pd effluent had become cloudier. On (B)(6) 2010, the patient attended his pd unit and completed retraining for capd. He was discharged home that evening and began nutrineal pd4 viaflex, lot number 10g12g44, (once per day, dose not reported). On (B)(6) 2010, the patient experienced sterile peritonitis, manifested by a sudden onset of abdominal pain with cloudy pd effluent during the dwell with nutrineal pd4 viaflex. On (B)(6) 2010, the patient was hospitalized for the sterile peritonitis. On (B)(6) 2010, the patient began remedial treatment with vancomycin (2 g, ip, if serum level <15 mgs/l) and ceftazidime (125 mg/l, 4 times daily, ip) for the cloudy fluid and abdominal pain. On (B)(6) 2010, ceftazidime was stopped and the patient began remedial treatment with ciprofloxacin (500 mg, twice daily, oral) due to tolerating oral intake. On (B)(6) 2010, the patient was discharged from the hospital. As of (B)(6) 2010, treatment with vancomycin and ciprofloxacin were ongoing. The sterile peritonitis was ongoing and improved. The outcome of the exit site discharge was not reported. On an unreported date in (B)(6) 2010, nutrineal pd4 viaflex was stopped. It was reported nutrineal pd4 unknown bag was not stopped due to the sterile peritonitis. It was unknown to the nurse if the sterile peritonitis on (B)(6) 2010 was related to nutrineal pd4 unknown bag therapy and was unable to determine the cause of the sterile peritonitis as the patient was on holiday at the time of onset and reported there was no obvious cause. The nurse believed the sterile peritonitis was related to nutrineal pd4 viaflex and reported the cause of the peritonitis as nutrineal usage from suspect batch ((B)(4)). The nurse did not provide an assessment of causality for the exit site discharge. The nurse considered the sterile peritonitis as medically significant.